Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was not confirmed; however, a tear in the inner member and leak were noted on the returned device, which likely was what the account perceived as the reported rupture since the device would not hold pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the noted tear, leak or reported balloon rupture. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with 95 stenosis, heavy calcification and moderate tortuosity. The 5.0x200mm armada 35 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced without resistance, however, ruptured at nominal pressure during the first inflation. A 5.0x100mm armada 35 bdc was used and a supera self-expanding stent (ses) was deployed to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.